Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock where it was reported the device had leaking issue and broken at connection. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
The device was received for evaluation as well as one photograph and 5 new unused devices. Unable to determine failure source from the photograph provided. As received no physical damage or other anomalies were observed. The returned used sample was tested as per specification and a leak was observed to be coming from the shunt and tapered connection of the bifurcated connector bond. The bond where the leak was observed was separated and insufficient solvent coverage was found. Leak tested the five (5) new samples no leaks observed. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.